Manufacturer narrative:
The device is being evaluated at the manufacturing site. When the investigation is complete, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a pump reservoir volume higher than expected was observed on (B)(6) 2016. A catheter dye study was performed on (B)(6) 2016, the results of which are unknown. No patient effects were reported. The device was explanted on (B)(6) 2016. It was reported that during the explant surgery, the explanted pump was primed and there was liquid flowing out from the tip of the pump stem. The pump was replaced and returned for evaluation.

Manufacturer narrative:
Device evaluation: the device was subjected to visual external and internal inspection, as well as functional, electrical, and flow testing. The evaluation determined that a component was not operating normally. Based on the results of the investigation, the reported event was confirmed. Internal complaint number: complaint-(B)(4).